Event description:
Caller states that the following readings were obtained on a patient, using the compact plus system compared to a professional meter and a lab result, within 10 minutes: low 30s-range mg/dl (emt professional meter), 111 mg/dl (compact plus), and low 30s-range mg/dl (lab). The patient was given treatment based upon the lab value (treatment not provided). There was a delay of at least 30 minutes from the reading of 111 mg/dl to treatment at the hospital. It is unknown which of three compact plus meters was used in the comparison. No actions taken based on device results. No adverse event reported. Caller states that controls were not run on the compact plus devices within 24 hours of the incident. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).